Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level reported. Technical support arranged for a replacement pump to be sent. The customer will continue using the current pump with the mobile app and has backup insulin pens until the replacement arrives.